Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge became damaged. There was no adverse impact to customer's blood glucose level. The customer change cartridge and was able to successfully resume insulin delivery.